Event description:
Reporter alleged discrepant results between the blood glucose monitoring device and a valid lab comparison. Reporter stated taking sample from four separate pts: lab = 82 mg/dl and meter = 47 mg/dl, lab = 58 mg/dl and meter = 30 mg/dl, lab = 99 mg/dl and meter = 70 mg/dl, and lab = 140 mg/dl and meter = 108 mg/dl. Reporter indicated controls were within acceptable range when tested however did not provide time between testing the lab versus the meter. Reporter did not provide treatment info on the pts in the alleged event. A request was made for the return of the suspect device and replacement product was sent.